Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. A related complaint captures leakage at luer connection occurrence date (B)(6) 2019, no lot and material #. It was reported: upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Verbatim: I hope all is well with you! This flu season we have seen an increasing amount of bd integra syringes malfunctioning during immunization administrations. Several stores have reported when they are giving an immunization, upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Since this has also happened to both myself and other members of our clinic team, I have found that it's an issue with the needle not being screwed on tight enough. Since my incident, I have made an effort to tighten each needle before administration. We have never had this issue with the integra syringes before, so I'm not sure what has changed.

Event description:
It was reported that unspecified bd¿ syringe leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown . A related complaint captures leakage at luer connection occurrence date (B)(6) 2019, no lot and material #. It was reported: upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Verbatim: I hope all is well with you! This flu season we have seen an increasing amount of bd integra syringes malfunctioning during immunization administrations. Several stores have reported when they are giving an immunization, upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Since this has also happened to both myself and other members of our clinic team, I have found that it's an issue with the needle not being screwed on tight enough. Since my incident, I have made an effort to tighten each needle before administration. We have never had this issue with the integra syringes before, so I'm not sure what has changed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.